Event description:
Caller reported that pump screen was unresponsive and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller through several troubleshooting steps, which proved unsuccessful. As a result, a replacement pump was sent to the customer. Caller was advised on how to transition to multiple daily injections (mdi) as backup therapy and given instructions for returning the malfunctioning pump, including putting it into storage mode. Customer was reminded to return the pump within 10 days to avoid charges and to program settings into the new pump upon receipt.